Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-00601. It was reported that patient was experiencing ineffective therapy. The ipg was spinning as it was not anchored down, and the lead was winding up so tight to have caused fracture to both. Patient had also lost weight to have caused the ipg to migrate. Also, diagnostics indicated that the lead had high impedances in every contact as such, the system was explanted and replaced with new ipg and new lead. Reportedly effective therapy was restored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.